Event description:
The customer reported that during use of this blade in a knee surgery, one of the teeth broke off at the lateral edge of the blade. All metal fragments were retrieved from the surgical site without injury and an alternate blade was used to complete the surgery.

Manufacturer narrative:
Investigation results: conmed linvatec is unable to perform an investigation because, the device was discarded by the user facility. In addition, this event occurred about 6-8 weeks ago and the user facility is unable to provide the blade lot number or any specific info. Associated reports: 1017294-2009-00173, 00177, 00178, 00180.